Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that there was no audible alarm although the received value of spo2 was under low level and its color changed in red. Medical engineer confirmed the both case. The audible alarm sometimes sounded and no audible alarm. The sensor was lncs inf (pn:(B)(4)). Alarm setting: spo2 max:off, low level :(B)(4), pr max:170,low level:70, alarm delay:0, alarm mute:1-minute patient information: male, two years and 8 months, spinal muscular atrophy(sma) with the artificial respiration complaint history: on (B)(6): the patient started staying in the hospital with our product radical-7()sn:(B)(4)). On (B)(6): the patient mother told the hospital staff that the alarm sound was delay in radical-7. The alarm was set in 0 sec at that time. In line with this, the me confirmed the issue of no audible alarm and audible alarm properly with the sensor worn the patient. On (B)(6): the same issue happened and so the hospital staff replaced another radical-7. On (B)(6): the patient mother told the hospital staff that the same issue happened. In line with this, the hospital staff replaced rad-8. On (B)(6): there was no problem with this rad-8. However the patient mother said that the default setting was so complicated. And then the hospital staff exchanged rad-8 from other device (nellcore). On (B)(6): our sales rep visited the hospital to confirm the issue, but the issue was not duplicated. No consequences or impact to patient.

Manufacturer narrative:
The device was inspected by the hospital's medical engineer who confirmed that the alarm was set to 0 seconds and adjusted the alarm properly. The customer also requested a version update which was performed. The product involved in this event has not been returned to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).